Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator lg oval thin wire flex snare was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the snare would not cut through the tissue as good as it used to. Reportedly, the snare was used for multiple polyps with unknown sizes. There were no other issues noted with this device. This device was used to complete the procedure. There were no patient complications reported as a result of this event.